Manufacturer narrative:
Device passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and delivery accuracy test. Device received with scratched case, pillowing keypad overlay, cracked case behind the pump at the battery compartment and cracked battery tube threads. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's wife reported via phone call that they were hospitalized due to high blood glucose on (B)(6) 2020 with blood glucose of unknown. Customer's current blood glucose value was 1400 mg/dl. Customer had been using the insulin pump system within 48 hours of reported high blood glucose event. Customer was not using auto mode. The device will be returned for analysis.